Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) pacer spikes were not coinciding with beats. It was further reported that the right atrial (ra) lead exhibited one beat under-sensing. It was also reported that the right atrial (ra) lead exhibited a failed atrial lead position check. The ipg and ra lead remain in use. No patient complications have been reported as a result of this event.